Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, the phenomenon, b30, was confirmed due to contact failure of the scope connector. It was likely caused by dust or liquid residues on the electrical contacts. This issue is addressed in the instructions for use (IFU): "properly and securely connect all cables. If the cable connector has connection screws tighten up the screws. Otherwise, equipment damage or malfunction can result." Three attempts were performed to obtain occupation for the reporter but were not successful. If additional information is obtained at a later date, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported the evis exera iii xenon light source was getting a b30 "scope communication" error. This event occurred during preparation for use. The customer was unsure if this error occurred strictly on 190 series scopes. There was no patient involvement or impact to patient care reported for this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and repair. The evaluation confirmed the user report. The device had a faulty scope socket. When the scope was connected to the unit, it displayed noise and the b30 error. The evaluation also found cosmetic damage on the housing and excessive thermal paste used on the lamp. The device was repaired and returned. This event is under investigation. A supplemental report will be submitted upon receiving additional information.